Event description:
High impedance was detected on the patient's replacement generator during replacement surgery. Their previous generator was at end-of-service. It was reported that the surgeon "messed with the lead" when high impedance was observed and that a sheath was placed with wiring around the lead, which resolved the high impedance. The lead was reportedly cut by the resident during surgery and the surgeon attempted to fix the lead. The surgeon found fluid inside of the "plastic part" of the lead, a hole was identified and the surgeon attempted to remove fluid in the lead from the hole and then wrap the lead. The patient's new generator was left in the pocket, not connected to the lead, and the generator output currents were disabled. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.

Event description:
It was reported that the patient's lead was replaced due to the high impedance and reported lead fracture. The lead was received by the manufacturer for product analysis; however, product analysis has not been completed to date. No further relevant information has been received to date.

Event description:
Product analysis was completed on the returned lead portions. Note that a large portion of the lead assembly and the electrode array were not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. There were no lead fractures or discontinuities found on the returned lead portions. The lead assembly had dried remnants of what appeared to have once been body fluids inside the outer and inner silicone tubes; however, there were no obvious paths outside of the cut ends made likely during explant procedure. The condition of the returned lead portions was consistent with conditions that typically exist following an explant procedure. There were two sets of setscrew marks found near the connector pin, which indicated that at one point in time the lead had not been fully inserted into the cavity of the generator. However, there was an additional set of setscrew marks found on the lead connector pin which provided evidence that at one point in time a good mechanical and electrical connection was present. No further anomalies were anomalies were identified. No further relevant information has been received to date.